Manufacturer narrative:
Corrected information can be found in e4 - initial report sent to FDA, h6 health effect - clinical code, h6 component code and h11 - additional mfg narrative. The complaint investigation was updated on to reflect the following correction: one used list #d1000, tego¿ connector was returned for evaluation. As received, no physical damage, anomalies or occlusion in the fluid path was noted, no mating device was returned for evaluation. The sample was functional tested, and this met the product specification. The sample was dissembled, and no anomalies were noted. Complaint of components will not mate properly cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
One (1) used. List#: d1000, tego¿ connector was returned for evaluation. As received, no physical damage, anomalies or occlusion in the fluid path was noted; no mating device was returned for evaluation. The sample was functional tested and failed the low-pressure test; however, the sample passed the rest of the test. The sample was disassembled, and no anomalies were noted. Complaint of components will not mate properly, cannot be confirmed, or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego¿ connector, where it was reported that the arterial clamp does not hold tightly, and the tego plug is broken in the rubber membrane. There was little blood loss. There was patient involvement and unknown patient harm.